Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer corrected the time; insulin delivery was resumed successfully. Customer¿s blood glucose level was between 100 and 123 mg/dl.